Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor. The insulin pump passed the basic occlusion test, displacement test and excessive no delivery test. No motor error alarms occurred during test. Motor tested ok. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 447mg/dl. Troubleshooting was performed, and the drive support cap was loose. Reviewed the alarm history and found several motor error and multiple no delivery alarms. Assisted the father to perform the displacement and self test and they passed. Advised the callerr that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.